Manufacturer narrative:
Qn# (B)(4). The sample was not returned to the manufacturer for evaluation. The manufacturer reported: "a review of the unit's DHR could not be performed as no lot number was provided. A review of the device could not be performed as it was not returned to paragon medical nor were any images provided. Additionally, it is unclear what the nature of the failure mode noted above (metal flaking) is as it has never been observed by paragon medical nor has been previously reported. Therefore, this complaint is considered unverified and invalid." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The report states "metal flaking". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
The report states "metal flaking". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.